Event description:
Company sales rep for caldera medical reported: "it was suggested by dr. (B)(6) to have a retropubic vaginal sling placed for this pt after a single incision sling was put in by his colleague with minimal success. Dr. (B)(6) who normally does a transobturator approach for his sui pts chose to do the retropubic approach due to his assessment of severe isd. Once dr. (B)(6) made the pass using the top down approach through the retropubic space, upon completion of the cystoscopy, it was identified that the bladder was punctured. According to dr. (B)(6), the pass was made difficult due to the amount of scarring from the pt. Dr. (B)(6) proceeded with implanting the desara sling and had the pt awake to cough in order to check the leak points. After a series of adjustments and tensioning, the pt was still leaking fluids and it was decided by dr. (B)(6) to then remove the desara sling. It was later deemed by dr. (B)(6) as a failed attempt to implant a retropubic midureteral sling. It was suggested by dr. (B)(6) to have the catheter in place for at least 5 days after the surgery. Update on (B)(6) 2012 from sales rep: dr. (B)(6) recommended placing a catheter in for at least 5 days for the punctured bladder. As far as treating the severe isd, he will inject some collagen (macroplastique) and refer to urogyn.